Manufacturer narrative:
(B)(4) initial report, additional information including; operative notes, an update on the patient following the revision and did the patient follow the correct post-op protocol has been requested and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trinity / taperfit revision of stem, ecima liner & cocr modular head after approximately 7 days due to dislocation.

Manufacturer narrative:
(B)(4) final report . Additional information including; operative notes, an update on the patient following the revision and whether the patient followed the correct post-op protocol was requested in order to aid this investigation. The reporter confirmed that the patient had followed correct post-op protocol and that operative notes were not available. The explanted devices were not available for examination. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. Review of these records revealed no product non-conformity or deviation from process that would have caused or contributed to this event. Based on the available information, no further investigation can be performed and the root cause of the reported dislocation could not be determined. Therefore, this case is now considered closed, however, should any additional information be provided then this case may be re-opened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.